Event description:
Procedure type: gastrectomy. Pt gender: unk. According to the reporter: after applying the device it was noticed that part of the anastomosis was unstapled. The anastomosis was completed by manual suturing. Surgery time was extended four hours as a result. Some tissue resection occurred but no bleeding was reported. No pt details have been disclosed.